Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a gastroduodenal artery aneurysm, the embolization coil detached in the microcatheter. The coil had not entered the patient and was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be stable.